Event description:
It was reported during use the bd vacutainer® c&s transfer straw kit, the user noted that the needle inside the transfer straw was dislodged. No health impact or consequence reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record and retention sample testing could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported during use the bd vacutainer® c&s transfer straw kit, the user noted that the needle inside the transfer straw was dislodged. No health impact or consequence reported.

Manufacturer narrative:
Unknown lot number: medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.